Event description:
It was reported this was a venotomy closure of a left common femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip procedure. The suture of a prostyle device was successfully pre-placed and secured with a clamp under tension on the drape. Reportedly, when upsizing to the mitraclip sheath, unusually strong resistance was encountered. Although resistance during mitraclip sheath insertion had been experienced before, this case involved particularly strong resistance. While advancing the sheath despite this resistance, it was noticed that the suture, which had been held by the clamp, had come off the clamp and was inadvertently pulled into the patient¿s body along with the sheath. Although it was not confirmed whether this was identified during echocardiographic assessment or surgical intervention, it is suspected that the knot was pulled into the body, causing the suture anchored to the vessel wall to tear and migrate into the vein. This interpretation is supported by findings of a longitudinal tear at the venous puncture site and confirmation of the suture within the vein. As a result, surgical intervention was performed. The suture was identified in the civ (common iliac vein) and was successfully removed. The mitraclip procedure was then completed. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown as the part and lot number were not provided.